Event description:
The customer reported that during a patient event where the patient was found, unresponsive, their device had its service indicator illuminated and reportedly would not function. Upon an evaluation of the device, it was observed the device logged a critical event code which affects the AED functionality of the device. The patient was found unresponsive and her collapse was not witnessed so her downtime was unknown. When the customer arrived on scene, CPR was not in progress. The patient did not survive. The customer indicated that the reported device issue did not contribute to the death of the patient due to her condition upon arrival.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure of the event code logged. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Manufacturer narrative:
Physio-control further examined the removed therapy pcb assembly and determined that the cause of the reported failure was an electrically shorted capacitor, designator c160. Physio-control confirmed that due to the observed failure, the AED function of the device was inoperable and, as a result, the unit would not have been able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if necessary.